Event description:
It was reported that this pacemaker exhibited undersensing of premature ventricular contractions (pvcs) and inappropriate ventricular pacing. The inappropriate pacing resulted in the commencement of atrial tachycardia. This event has occurred in several episodes. Technical services (ts) suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported.